Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device expulsion ("expulsion of essure device"), abortion spontaneous ("miscarriage/; pregnancy (stillbirth or miscarriage)"), pregnancy with contraceptive device ("pregnancy with contraceptive device"), genital haemorrhage ("abnormal bleeding"), pelvic infection ("pelvic infection"), breast cancer ("breast cancer diagnosed ") and autoimmune disorder ("autoimmune disorder") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 2 (B)(6) 2008, (B)(6) 2012). Concurrent conditions included overweight (bmi 28.97). Concomitant products included escitalopram oxalate (lexapro) since 2015, lorazepam (ativan) since 2015 and trazodone since 2015. In january 2013, the patient had essure inserted. In may 2017, the patient experienced breast cancer (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic infection (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions"), dizziness ("dizziness"), thyroid disorder ("thyroid disorder"), infection ("infections"), weight increased ("weight gain"), headache ("headaches"), depression ("depression"), anxiety ("anxiety,"), vaginal haemorrhage ("abnormal bleeding (vaginal"), female sexual dysfunction ("apareunia"), menorrhagia ("abnormal bleeding (menorrhagia"), autoimmune disorder (seriousness criterion medically significant), hypothyroidism ("hypothyroidism"), tooth disorder ("dental problems"), toothache ("tooth pain"), abscess ("abscesses"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), constipation ("constipation//no motility"), abdominal distension ("bloating"), hot flush ("hot flashes"), night sweats ("night sweats"), irritability ("irritability"), cystitis ("bladder infection"), migraine ("migraines"), nausea ("nausea"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), arthralgia ("joint pain/hip pain/wrist pain") and pain in extremity ("finger pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure/hysterectomy with bilateral salpingectomy/dilatation and curettage). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and arthralgia had resolved, the device expulsion, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, pelvic infection, breast cancer, hypersensitivity, dizziness, thyroid disorder, headache, female sexual dysfunction, autoimmune disorder, tooth disorder, toothache, abscess, dysmenorrhoea, dyspareunia, constipation, abdominal distension, hot flush, night sweats, irritability, cystitis, migraine, nausea, vaginal discharge and pain in extremity outcome was unknown, the infection, weight increased, hypothyroidism, fatigue and allergy to metals had not resolved and the depression and anxiety was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abortion spontaneous, abscess, allergy to metals, anxiety, arthralgia, autoimmune disorder, breast cancer, constipation, cystitis, depression, device expulsion, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, hypersensitivity, hypothyroidism, infection, irritability, menorrhagia, migraine, nausea, night sweats, pain in extremity, pelvic infection, pelvic pain, pregnancy with contraceptive device, thyroid disorder, tooth disorder, toothache, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Hysterosalpingectomy - in april 2013: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received - reporter and patient demographic added. The following events were provided: vaginal haemorrhage, menorrhagia, apareunia, autoimmune disorder tooth pain, dental problems, abscesses, dysmenorrhea, dyspareunia, fatigue, constipation, bloating, hot flashes, night sweats, bladder infection, pelvic infection, vaginal discharge, joint pain, finger pain, expulsion of essure device, event outcome of weight gain, hypothyroidism, fatigue, infections, nickel allergy updated to not recovered. Event outcome of vaginal haemorrhage, menorrhagia , pelvic pain female, arthralgia, updated to recovered. Event outcome of depression, anxiety updated to recovering. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("pregnancy with contraceptive device") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), dizziness ("dizziness"), thyroid disorder ("thyroid disorder"), infection ("infections"), weight increased ("weight gain"), headache ("headaches"), depression ("depression") and anxiety ("anxiety,"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, hypersensitivity, dizziness, thyroid disorder, infection, weight increased, headache, depression and anxiety outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, dizziness, genital haemorrhage, headache, hypersensitivity, infection, pelvic pain, pregnancy with contraceptive device, thyroid disorder and weight increased to be related to essure. The reporter commented: she need for additional surgery. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.